Event description:
Mucus vaginal discharge, flu-like symptoms, fatigue, body aches, hysterectomy performed secondary to necortic infected fibroid; uterine lining, tubes and one ovary. Surgical repair of colon secondary to infected uterus.